Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported clip deploying at the distal end of the device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f and 6f sheath after a diagnostic brain angiogram. Reportedly, during clip deployment, the starclose se device rotated counter clockwise and became stuck. The access ports were used for successful device removal. When the starclose se device was removed from the patient's anatomy the clip was noted to be wedged between the green sheath and the sheath splitter. Tissue damage was noted. Thirty five minutes of manual arterial compression were applied to treat the tissue damage and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.